Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable) and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (wires exposed and service code 204) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.